Event description:
It was reponed that the health care professional (hcp) wanted to review the presenting electrocardiogram (egm) regarding concerns of loss of capture on this left ventricular (lv) lead. Upon review, it was noted intermittent lv deflections, which led to a loss of capture. Troubleshooting options were discussed and further evaluation was recommended. At this time this lv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).